Manufacturer narrative:
The customer reported issue was confirmed. The device was repaired, passed all require testing and specifications and released back to the customer. Based on the findings, service determined that the proximate cause of the customer reported issue was due to manufacturing issue of the keypad. A review of the device history record for sn (B)(4) was performed from date of manufacture 11/22/2019 to the present date (B)(6) 2020 and confirmed that this device was previously returned for servicing 1 time. Device had similar service repair history and there were no production failures indicated on the source device.

Event description:
The customer reported the device will not turn on. No patient involvement.